Manufacturer narrative:
The reported events of high pacing impedance, p-wave amp variation and conductor fracture were not confirmed. As received, a complete lead was returned in one piece. The helix was extended/bent and clogged with blood/tissue. X-ray inspection found the inner coil inside the connector region was over-torqued and the helix stretched/bent. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During an initial implant procedure, there was difficulty positioning the right ventricular (rv) lead. The rv lead was then successfully positioned into the apex and an increased pacing impedance, decreased sensing resulting in a loss of pacing were observed. During the procedure, when exposed to the electrocautery knife, the patient began experiencing torsade de pointe and external defibrillation was provided to resolve the arrhythmia. Conductor fracture was suspected on the rv lead but it was not confirmed. The physician alleged that the damage to the rv lead was due to the procedure. The rv lead was then explanted and replaced to resolve the event. The patient is stable.